Manufacturer narrative:
Occupation - sales representative. Device evaluation - the driver was examined by eye and with the aid of a 5x loop. The tip of the driver is missing. The fracture plane is heavily skewed relative to the driver's longitudinal axis. Based upon the fracture plane compound loading consisting of both torsion and bending moments are suspected as the cause for the resultant failure. The reason for the need to apply bending moments is unclear from the complaint as the use of a counter torque wrench would mitigate bending moments. The cause can not rule out possible damage due to prior use that culminated in this failure. (B)(4). No corrective actions are recommended.

Event description:
Information provided by the sales representative indicates that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. During final tightening of the lock screws the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed utilizing another driver, readily available in the set. There was no patient injury, but a delay to the procedure of approximately five (5) minutes because of the broken driver.